Event description:
It was reported that a leak was observed from a cassette supply line during a drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the observed leak. The technical service representative assisted the registered nurse with ending therapy. It was not specified how the patient would complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported leak could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.